Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-hundred-twenty-five (125) exactamix non-vented high-volume inlets had particulate matter (pm). The pm was further described as fibers or black spots on the connectors and black spots on the tubing. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured in march, 2024. H11: the actual devices were not available; however four (4) photographs of the sample were received for evaluation. Visual inspection of the photos observed black spots and fibers on the tubing and connectors. The reported condition was verified. The cause of the condition could not be determined. However, most likely the cause is related to variations in the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.